Manufacturer narrative:
The returned screw was examined visually under magnification. This identified very light wear marking on both the head and locking threads of the screw, indicating full screw placement. Additional mdrs associated with this event: 3025141-2018-00163: plate; 3025141-2018-00177: screw 1; 3025141-2018-00178: screw 2; 3025141-2018-00179: screw 3; 3025141-2018-00180: screw 4; 3025141-2018-00182: screw 6; 3025141-2018-00184: screw 7; 3025141-2018-00185: screw 8.

Event description:
An aculoc 2 vdr plate was implanted on (B)(6) 2015. At some point postoperatively, the plate broke. Plate and screws have been explanted (in (B)(6) 2018 - exact date unknown).